Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and observed corrosion through sensor casing. The sensor plug was properly seated in the mount. Sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was de-cased and the battery was replaced. The sensor was unable to reprogrammed even after replacing the battery. An extended investigation was also performed on the returned sensor. A second visual inspection was performed on the sensor¿s printed circuit board assembly (pcba) and revealed extensive corrosion due to liquid ingress around the battery contact area. Attempts to remove the visible corrosion were made and a known good battery was installed. The sensor was reprogrammed and activated with evm (evaluation module). However, the sensor went to back state 6. The asic (application specific integrated circuit) was then replaced with a known good then reprogrammed and activated the sensor with the evm. The sensor again went to state 6 due to corrosion on the pcba. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed. Therefore, adc is unable to further test the returned product. As submitted in the previous follow up report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.